Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error from the insulin pump. The customer's blood glucose reading was 5 mmol/l. The customer stated that they have been in the pool. The customer also noticed a hairline crack near the battery. The customer will be sent a replacement pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had a critical pump error that was present in the long trace file due to severe corrosion on the force sensor assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to critical pump errors. The device had a scratched casing, minor scratches on the lcd window, missing display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, peeling keypad overlay at top left corner of overlay, cracked case on the battery tube area, faded serial number label, peeling end cap address label, severe corrosion on all electronic assemblies, and moisture damage on the motor home switch. .